Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The customer provided a correction to the initially provided information that the device did not separate; it kinked, possibly due to heavy calcification of the patient¿s anatomy. This information, provided after the initial report was filed, is indicative of a non-reportable event. The reporter attributed a likelihood of the patient¿s anatomy contributing to the kinking of the device; however, based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that during an unspecified procedure, the valve and sheath separated on a flexor high-flex ansel guiding sheath. Additionally, it was reported that when the physician removed all product, the valve was disconnected. Therefore, it seems that the sheath separated when the product was removed. Additionally, it was reported that when user used this product, they found the proximal sheath kinking. Further information was eventually provided by the reporter that there was no separation of the flexor high-flex ansel guiding sheath; only kinking of the hub and valve, which the physician attributed to heavy calcification of the patient's anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
It was reported that during an unspecified procedure using a flexor high-flex ansel guiding sheath the valve and sheath are separated. Additionally, it was reported that when the physician removed all product, the valve was disconnected. Therefore it seems that the sheath separated when the product was removed. Additionally, it was reported that when user used this product, they found the proximal sheath kinking.